Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was not functioning properly. This was noticed over the previous month, and up button has become increasingly difficult to press. Up button pops up as normal, and there is no damage to infusion device. Infusion device was not dropped or exposed to water or insulin ingress. Pt has used this infusion device for more than 3 years and boluses 3-4 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.